Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a failure at flash memory bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. In addition, the q1 current controlling transistor was shorted on the bedside board. The cause of the shorted transistor cannot be positively identified. The root cause of the inability to charge the battery packs and the resets cannot be distinguished between the flash memory failure and shorted transistor. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.